Event description:
The facility representative contacted a technical service representative to report a flogard infusion pump with error code 73. This condition had the potential to interrupt delivery. It is unknown when and where this event occurred. There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. This device is a final return. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flogard infusion pump with error code 73 was confirmed and reproduced by baxter personnel. The root cause of this condition was determined to be a loose motor coupler. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service. Should additional information be received, a follow-up medwatch will be submitted.